Event description:
Pursuant to our telephone conversation on 1/6/94, a 39 year old black male with cmv retinitis, underwent removal of left implantable port on 5/27/93 in surgical facility. Same was non-functional with pain with any irrigation. Upon its removal, the distal catheter was noted to be occluded and a crack was noted in the central portion of the catheter causing leakage. The patient tolerated the procedure well.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.